Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on - strip was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.